Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an unspecified duration of signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of an unspecified duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
B5 - describe event or problem - correction d5 - operator of device code - correction d9 - device available for evaluation - correction g1p - mfg contact email - correction/additional information g1n mfg contact country code - correction/additional information h3d - device not returned to mfg for eval - correction

Event description:
Subsequent to the initial MDR, a correction is required.